Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 345. The device was tested with passing results. The upstream and downstream sensors were replaced as they are known contributors to the reported symptom.

Event description:
It was reported that a spectrum infusion pump was alarming system error 345 during therapy in the intensive care unit. It was also reported that there was no patient injury.